Event description:
A hospital in (B)(6) reported via a distributor that a heater wire connector was "broken" on an rt225 infant breathing circuit. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). The rt225 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510 (k) number of that product is k20332. The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.